Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter), the unexpected delivery of a ventricular tachyarrhythmia therapy, and the right ventricular lead integrity alert triggering. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) due to t-wave oversensing (twos). The patient refused to come into the clinic for reprogramming. Subsequently, the patient received an inappropriate shock when lead noise timeout stopped the lead from withholding for twos. The sensing polarity was reprogrammed. The lead remains in use. No further patient complications have been reported as a result of this event.